Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted. Based on the information provided, the thrombosis occured because the patient was a non-responder of both clopidogrel and acetylsalicylic acid. The thrombosis event was resolved with eptifibatide and prasugrel treatments. In the literature, mctaggart et al reported that six of eight (75%) of patients with thromboembolic/tia events were clopidogrel hyporesponders. The pipeline flex instruction for use precautions: the appropriate anti-platelet and anti-coagulation therapy should be administered in accordance with standard medical practice. (B)(4).

Event description:
Medtronic (covidien) received information that a patient experienced occlusion of anterior choroidal artery that was identified during post-pipeline flex placement angiogram. The patient was treated for a large unruptured fusiform left superior hypophyseal carotid aneurysm. The pipeline flex delivered and deployed successfully. On post-placement angiogram, the aneurysm was found to be thrombosed acutely and the anterior choroidal artery no longer filled. To treat the thrombosis, the patient was treated with eptifibatide (20 mg) intravenously and prasugrel (10 mg) was administered through the nasogastric tube. On subsequent angiogram, the aneurysm was no longer acutely thrombosed, and anterior choroidal artery filled normally. Acute aneurysm thrombosis was identified post pipeline placement. The patient was doing fine after the eptifibatide treatment. Angiogram showed complete occlusion. The patient received dual antiplatelet therapy prior to the procedure. No pru levels available because the hospital does not use p2y12 assay to test dapt efficacy. Another test was used and showed that the patient was a non-responder to either clopidogrel and acetylsalicylic acid. No further adverse event was reported as a result of this procedure.